Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was reported that during the evaluation of the device at bench repair, it was identified that the mx40 had no audio. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.